Event description:
During the atrial fibrillation procedure, air leaked from the sheath into the syringe while aspirating. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.